Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor balloon began to empty into the transparent hard capsule (housing) during filling. The device was filled with 5-fluorouracil and 0.9% saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from october 24, 2019 - october 28, 2019. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that fluid was contained within the housing of the device and that the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have contributed to the issue, and no issues were noted. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause was noted to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.